Event description:
It was reported that there was a revision. The patient had stimulation in the wrong location. Both leads were moved down. X-rays were taken. The leads were placed too high initially. The patient status was listed as alive with no injury. It was further reported that the patient had surgery and there was no lead migration. The patient gave the doctor bad inter-operative feedback which lead to the lead being placed too high initially. The revision corrected the placement of the leads and moved them down. The patient was doing well after surgery and was receiving adequate coverage. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4), product type recharger product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).